Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A replacement device has been sent to the customer.

Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A replacement device has been sent to the customer.

Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was still able to be powered on and off by pressing the on/off button. The cause of the reported issue was determined to be the lid switch, designator sw5. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involvement reported with the event.